Event description:
It has been reported to philips that, geometry movements was not available. No harm has been reported to philips. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use and the issue occurred during a cardiac procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that there was a malfunction in the geometrical movement as it was faulty. Review of the system logs confirmed the malfunction with the geo pc. The fse tried to reset the geometry (frontal stand), but it did not resolve the issue. The fse ordered and replaced the geo pc and configured it. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.